Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device embolization occurred. The 24mm watchman device was introduced to treat the left atrial appendage. The device was first deployed in a distal position, partially recaptured, and then redeployed at the ostium. Position and tug test assessment were optimal. Compression was measured at a minimum of 19 at 0 degrees and a maximum of 18 at 90 degrees. No leakage was noticed at any angle. Another tug test was performed and the device was stable. The device was released and immediately changed position. An inferior shoulder appeared and a transesophageal echocardiogram probe was used to view the device for another 5 minutes. After that time, the device embolized to the left atrium. An unsuccessful recapture attempt was made with a snare loop through the access system. Surgery was performed to remove the device and ligate the appendage. The patient was stable. It was noted that 2 legs of the distal device structure were stuck together. No further interventions were required and the patient was discharged one week later.